Event description:
During femoral lengthening procedure the soft tissue sleeve broke while one of the screws was being inserted. Subsequently two of the bone screws broke during insertion and the t-handle allen wrench became stuck a set screw.